Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated a patient generated a reactive result of 21 miu/ml on the architect anti-hbs assay. This result was questioned because the patient was also reactive for hbsag. The specimen was tested on another architect analyzer and generated a nonreactive anti-hbs result. The patient tested reactive for anti-hbc, anti-hbe and was nonreactive for hbeag. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product architect anti-hbs that has a similar product distributed in the us, architect ausab. A review of customer complaints did not identify any trends. Our investigation determined that the architect anti-hbs reagent is performing as intended and meeting safety, effectiveness and label claims. To investigate the customer's observation, we reviewed customer complaints to determine if others have experienced similar issues. Our review of this data did not identify an increase in complaint activity for the issue observed. Per the abbott architect anti-hbs package insert, specimen collection and preparation for analysis section, it states: "serum and plasma specimens should be free of fibrin, red blood cells, or other particulate matter. Such specimens may give inconsistent results and must be transferred to a centrifuge tube and centrifuged at least 10000 rcf (relative centrifugal force) for 10 minutes". Additionally in the limitations of the procedure section, it states: "if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." And "for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection."